Manufacturer narrative:
Expiration date: april 2024. UDI: not applicable. Implanted date: device was not implanted. Explanted date: device was not explanted. Reporter phone number: unknown. Reporter occupation: doctor. Eight pieces of blister packaging was returned for evaluation. We have confirmed that this issue occurred on our e-line blister packaging process when the operator has failed to follow the procedure specific to the requirement of when to conduct changing of the top film. Trouble for end top film was then encountered that caused tension on the film and subsequently resulted to sealing defects such as weak seal, open seal and cut embossing, similar with the actual samples. In addition, the operator has failed to follow the established procedure in addressing the trouble for end top film and as a result, the affected unit boxes (ub 746 and 747) were not inspected. Instead the unit box numbers affected by the top film change were inspected. Based on our investigation, potential product packaging with open seal are cavities a, b, I and j since tension is higher on this part/side due to the clip chain attached on the side of the film. The other affected cycles will only have cut embossing which will not entail sterility issue (no open package). Thirty (30) pieces of blistered packages were affected of the overstretching of film wherein 10/30pcs were already rejected by the machine due to registered mark out of tolerance. The other 20 pcs were loaded on unit box numbers 746 and 747. As per verification, we have not observed open packages or overstretched films on the 3 current lots we have inspected and on the lots checked under the applied deviation. In addition, this is the first time we encountered this kind of nonconformity brought about by end top film trouble both as ncr and ppr complaint, thus the occurrence of similar defect is low. Although we are anticipating 1 ppr case (with 2pcs. Of open seal package) for unit box number 746 which is still in the market the probability of the occurrence of the harm is low since the product will not be used. This was further confirmed based from actual simulation performed by tpc company doctor, the products with opened blister were 100% detected prior use. (B)(4).

Event description:
The user facility reported the user could always observe the unsealed part, which is about a few cm width to make opening easier, however, some of the products have no unsealed part and some products have already opened. They have also observed light colored green printing in some of the products. This was found prior to using. The user did not use the products contained in the same box.